Event description:
This event is reportable based on the product analysis approved on 11/12/2007. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the device was unable to cross the lesion. The 89% stenotic lesion was located in the very tortuous and severely calcified mid left anterior descending artery. The physician advanced the 3.00x16mm taxus liberte stent to the lesion, but was unable to cross. Ivus was used in this procedure. There were no patient complications. The procedure was successfully completed with another 3.00x16mm taxus liberte stent. Patient status is reported as "good". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: visual and microscopic examination of the returned device revealed stent damage. The stent appeared to be slightly crushed at the distal end. No kinks or damage was found along the hypotube. Microscopic examination of the tip found no issues. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be handling damage.